Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose: chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes : chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes : chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that, sometime last year, he went to use the third to last pod in his last box of pods. He said he filled it up and heard the two beeps but when he tried to prime it, it would not communicate. He said it kept saying communication error and would not work. The patient spoke to a nurse practitioner who told him to not use the other two pods he had left. Because of this, he was out of pods completely and had to go to his doctor's office to get pens and novolog so he could use them as a backup until his shipment arrived. He was not actually wearing a pod at the time, as he was out of pods, but by the time he had his back up method he had gone into diabetic ketoacidosis and had to go to the hospital. He was also having headaches. The patient stated that they gave him a room and an insulin IV drip to bring his levels back down. He was also given an antibiotic but could not remember the name, usage, or reason. He did not provide any specific blood glucose levels for this time, as it was over a year ago and he did not remember many details of the incident. He said after this occurrence,his doctor upped his insulin doses from 2 vials a month to 3 vials a month. His doctor also raised his basal rates by 32%. This device was discarded. The patient could not remember an exact date or even time frame of the event.